Event description:
A male patient underwent a laparascopic roux-en-y gastric bypass with lysis of adhesions, and an oversewing of gastric remnant staple line for sleep apnea. The physician tried to use the echelon 60 stapler. It would not fire at all. Stapler removed from field and replaced with new stapler. Procedure completed without further incident.